Event description:
When attempts made to initially remove drain, a piece remained in pt's back. Retained foreign body was confirmed by x-ray. The pt was returned to or for successful surgical removal of remaining piece of drain. The physician believes the stitch caused tube to break upon removal.